Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device was observed to have a chipped top case, cracked keypad overlay, and a broken battery door. The device's event history log found record of a primary audible alarm bgnd test. To conduct functional testing the device was powered up and an audio and occlusion test were performed. Upon review, the reported problem was unable to be duplicated. The root cause was unable to be determined. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown d3, g1,2 email is: (B)(6).

Event description:
It was reported the device exhibited a primary audible alarm following the v1.6.5 software update. Patient involvement is unknown.